Event description:
Note: this MFR report pertains to the third of three devices used during the same procedure. Refer to associated MFR reports #3005099803-2009-02087 and #3005099803-2009-02090 for descriptions of the other devices. A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "the system is making a loud clicking sound and wearing through the tubing in the cassette." At the end of the case, the cassette was observed to be worn and a small leak was noted. Although attempts were made to obtain additional f/u, there is no further info regarding this event. The procedure was completed with same device and there were no pt complications reported with this event.

Manufacturer narrative:
Info was completed by the MFR based on info obtained from the complainant. Suspect serial # does not match model # m00656000r0. The device has not been returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.